Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) displayed error code 50. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp device. The fse checked the unit and found that the motor controller board was defective and needed replacement. The fse then replaced the motor controller board, and tested the unit, which was found working fine. The unit was then handed over to the customer in working condition.

Event description:
N/a.